Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far p-wave oversensing was observed via merlin.net transmission. It was noted the event occurred on the non-sustained lead noise stored egms and did not appear to be true lead noise. No changes were made and patient will be monitored with routine follow-up.